Manufacturer narrative:
This report is being amended to reflect changes. The components involved were reviewed for compatibility with no issues noted. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the persona knee system package insert, loosening of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a loose tibial component.